Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2013 with a blood glucose level of 50 mg/dl. The customer reported a past hospitalization while reporting current issues with their blood glucose levels dropping and rising. The customer stated that they felt low blood glucose levels from 40 to 350 mg/dl. The customer was treated with sugar water. The customer stated that their insulin pump is giving them false readings of their blood glucose levels. The customer mentioned that they wore their insulin pump while having an x-ray taken of them. The customer never experienced a motor alarm. The customer did not troubleshoot and did not send the product back for analysis.